Manufacturer narrative:
Patient weight not available from the site. A site representative reported that they were unable to acquire a 2d images. The medtronic representative recommended that the foot switch be used to acquire the image which resolved the issue. No patient impact was reported, the delay to surgery was approximately 10-15 minutes and the surgery proceeded as planned. The medtronic representative went onsite the same day that the incident was reported and observed that the issue had been repeated. To troubleshoot the issue, the gantry door was opened and closed. The x-rays were turned off and then on. Neither of these seemed to resolve the issue, however, after performing them the issue was not able to be reproduced. An additional onsite inspection was scheduled for a later date. During this inspection, logs from march 17-18, 2015 were analysed and it was suspected that the system interface control board and umbilical cable needed to be changed. The medtronic representative replaced these parts and observed the system for several hours without the issue reoccurring. A successful system checkout was performed which verified that the issue had been resolved. The parts were sent to the manufacturer for analysis where there were no faults found. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were unable to acquire a 2d image. The medtronic representative recommended that the foot switch be used to acquire the image which resolved the issue. No patient impact was reported, the delay to surgery was approximately 10-15 minutes and the surgery proceeded as planned. An onsite inspection was scheduled for later that same day.